Manufacturer narrative:
The device was evaluated by the manufacturer. Evaluations of representative samples are summarized.

Event description:
On (B)(6) 2015 the end user reported that when she was trying to remove the device, it took off a layer of skin.